Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced frequent random alarms that beeped intermittently. The patient also experienced a backup battery fault advisory with a system controller timer reset. It was noted that self-tests were performed, and the alarm repeated. The clock reset on its own. The system controller was exchanged, and all of the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm, intermittent alarm, and clock not set alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6)). Analysis of the log file revealed backup battery fault alarm events starting on 18feb2000 at 05:29:49 and remained thereafter. The alarm activated due to the load test not passing, which captured the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Regarding the reported intermittent alarm, unexpected power cable disconnect alarm events were captured on 18feb2000 at 09:05:35 and on 17feb2000 at 17:29:53. The unexpected power cable disconnect alarm did not appear to be related to a power exchange as the voltage value captured, prior to and post the alarm event, revealed both power cables were connected to the same power source. A root cause of the unexpected power cable disconnect alarm could not be determined through this evaluation. Regarding the clock not set alarm, the alarm was active until the clock was set on 17oct2023 at 09:28:03. Of note, a visual alarm will only be active on the system monitor or heartmate touch. The loss of the clock was estimated to have been on the approximate date of 01sep2023 (17oct2023 subtracted from 01jan2000 -18feb2000). The log file did not capture the events leading up to clock not set alarm, which was overwritten with newer events and a cause could not be conclusively determined. Of note, the three reported alarm issue were not related. The returned backup battery was fully charged within the system controller, and the self test was initiated. A backup battery fault was not able to be reproduced. The root cause of the backup batter fault alarm could not be conclusively determined through this analysis. An update to the backup battery connector was made to reduce the occurrence of backup battery faults due to load test failures as part of a corrective and preventive action. Per the device history records review this system controller was manufactured prior to the implementation of the corrective action. Incidental finding: the device did not pass section 7.1 of the functional test procedure which the measured values indicate conductor breakdown. Electrical measurement of the smaller gauge underlying wire revealed beginning stages of conductor breakdown; however, they were not severed. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.